Event description:
This patient had placed a right breast implant placed in april of 1990. After that she had breast reconstruction and a polyurethane covered implant placed in november, 1990. At present she is complaining of arthralagia in both wrists with intermittent weakness. She also has described general body achness. A right capsulectomy with removal of the implant was performed. The implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.